Event description:
It was reported that when using the pyxis anesthesia system the drawer 5 was jammed. The customer stated that this malfunction delayed issuing medications to the patient and the user managed to get medication from the back panel. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was jammed. The field service engineer reseated the pyxis bus cable on drawer 5 and restarted the system to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.